Event description:
It has been reported to philips that system can't perform fluoroscopy or exposure intermittently. The device was in clinical use at the time of the event. No harm to the patient or user was reported. A philips engineer went onsite and replaced the host pc and uploaded a new license. System was returned in good working conditions.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system clinical use was unknown when the issue occurred. The philips field service engineer (rse) inspected the system onsite and confirmed that the system was not able to perform fluoroscopy or exposure intermittently. Review of the log file confirmed the malfunction. Upon further inspection, the fse found that the issue was with the host pc. The fse replaced the host pc and then uploaded a new license. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code and evaluation method code was corrected.